Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 12, 2024.

Manufacturer narrative:
This report is submitted on february 12, 2024.

Event description:
Per the clinic, the patient experienced pain and a performance decrement. The device was explanted (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.